Event description:
The manufacturer received information alleging a trilogy ev300 ventilator o2 failed during start up. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the o2 failure was confirmed. The engineer recommended replacing the fio2 sensor to resolve the issue. The customer will order the fio2 sensor and calibrated it per the service manual. The customer is taking responsibility to correct/repair the device. No further investigation is required.